Manufacturer narrative:
Device received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's keypad was unresponsive. The customer's blood glucose value was unknown. Customer reported that insulin pump was beeping continuously and was suspended. Troubleshooting was performed. Customer stated that insulin pump's time advances. Customer was advised to change battery, but keypad buttons did not respond. Customer reported that insulin pump was not exposed to moisture. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.